Event description:
It was reported that during insertion of the catheter resistance was encountered, and it could not be fully advanced. The user decided to leave it partially inserted, and as the stylet was withdrawn, it began to unravel and a small piece remained in the pt. The small piece of stylet wire was successfully removed using a snare. There were no further complications.